Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an upstream occlusion. The product fault occurred during preventive maintenance testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 30-sep-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed, and the probable cause was a defective upstream occlusion (uso) sensor. The uso sensor was replaced to resolve this issue.